Event description:
In 2009, the lay user/patient contacted lifescan alleging the one touch ultra smart meter displayed the "error 5" message. The medical surveillance specialist contacted the patient to obtain/clarify information. The patient said the issue started at 6:30 am the same day. The patient said he takes 1000 mg of metformin twice daily, 5 mg of glyburide daily, and 30 units of levemir in the evening. He also takes 10 units of humalog four times per day at breakfast, lunch, dinner, and at bedtime, and adds 2 units starting at 101 mg/dl for every 50 mg/dl on the meter above 101 mg/dl. The patient said that at around 4:30 pm, he started having extra urination. He said, he took 10 units of humalog in the morning when the issue began but skipped the dose(s) that he would have taken had he been able to test on his meter during the day. He says he skipped one or two doses. The patient called an ambulance due to the symptoms. The ambulance staff tested his blood sugar and obtained a result between 200 and 300 mg/dl. They allegedly took him to the emergency room and gave him some insulin although he does not know how much. The patient said he felt better within an hour of treatment. It was determined during the troubleshooting telephone call the patient's testing technique was correct. The test strips were in good condition. This complaint is being reported because the patient alleged he could not get a reading on the meter, guessed on and skipped doses of insulin, and experienced symptoms indicative of hyperglycemia requiring treatment with insulin.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.